Event description:
Colombia- it was reported that a patient had an breast augmentation on (B)(6) 2024, she experienced pain in her right breast, 15 days post op, she start to drain in her right breast incision, she start to take antibiotics without improvement. The right implant was removed on (B)(6) 2025.

Manufacturer narrative:
Infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009). The origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005). ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005). Several authors suggest that contamination of the prosthesis at the time of insertion may cause a subclinical infection, and thus stimulate a chronic inflammatory response leading to the development of clinically significant capsules (snell & brown, 2009; steiert, boyce & sorg, 2013; wong, 2006). Results demonstrate that there is a significant association between capsular contracture and the presence of bacteria on the implant (snell & brown, 2009), which calls for an improved surgical care and the development of implant surfaces that do not promote bacteria settlement on the implant (bronz & elberg, 2009; hvilsom et al., 2010). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU. Motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical. Precautions as follows: infection ¿ infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation 5. However, infection is possible at any time after surgery. In addition, breast and nipple piercing procedures may increase the possibility of infection. Infections in tissue with an implant present are more challenging to treat than infections in tissue without an implant present. If an infection does not respond to antibiotics, the implant may have to be removed, with replacement occurring only after the infection is resolved. As with other surgical procedures, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Tss symptoms occur suddenly and can include high fever (102° f/38.8° c or higher), vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should contact their doctor immediately for diagnosis and treatment if they experience these symptoms. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental medwatch. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Manufacturer narrative:
Quality department (pms) has received a complaint regarding a device from establishment labs, additional information provided in the "details" section. General conclusion: -event analysis: infection, pain: after an analysis of the clinical evidence provided and the report, it was possible to confirm the alleged event. Pain may be associated with the reported infection. Refers to clinical confirmation task. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Dfu review: -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection: ¿infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an implant present are harder to treat than infections in tissue without an implant. In the case of gluteal augmentation with silicone filled implants, since the anus is only 3 to 4 cm from the incision, it is recommended to staple or suture a gauze soaked with povidone-iodine over the anus during surgery. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after gluteal implant surgery. This is a life- threatening condition and its symptoms include sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms¿. Pain ¿ most women undergoing augmentation or reconstruction with a mammary implant will experience post-operatory breast and/or chest pain. While this pain usually recedes in most women as they heal after surgery, it can become a chronic problem in other women. Hematoma, migration, infection, implants that are too large or capsular contracture can cause chronic pain. Sudden, severe pain may be associated with implant rupture. The surgeon should instruct the patient to immediately report if there is significant pain or if pain persists. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health as stated in the literature: infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009) -trend review: establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.